Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer and display anomaly. After battery installation the pump gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. The insulin pump was received with cracked select button keypad overlay, minor scratches on case, broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcdwindow.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display is damaged. Customer's blood glucose was unknown at the time of incident. No further details given.